Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After about the 4th or 5th day after the sensor was inserted, the patient began to notice that the skin reaction was red and irritated. Pus started to ooze at the affected area around the adhesive area. On (B)(6) 2017, the patient visited their doctor for their skin reaction. The doctor recommended that the patient keep the affected area clean. The patient treated the affected area with IV 3000 and tegaderm to act as a barrier that was recommended from a source from their support group. It was also indicated that the patient was treating the affected area with over-the-counter bacitracin from a previous skin reaction that resulted in scars. A photograph was provided for evaluation. The photograph confirmed the skin reaction. At the time of contact, the patient was doing fine. No additional event or patient information is available.